Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant products: 5076-45 lead, 693558 lead, 419688 lead, implanted on (B)(6) 2014. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 / model #: 1420 / catalog #: 1420 / expiration date: 31-may-2022 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR:no, device evaluation anticipated, but not yet begun. Mfg date: 07-may-2021. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited intermittent beeping but there was no visible alarm. The patient noted that this was occurring while the controller was connected to battery power and usually around nine o¿clock in the morning. It was also noted that this had been occurring since the controller was previously exchanged. Log file review indicated that the ventricular assist device (vad) exhibited a low flow alarm. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: the ventricular assist device (vad) (hw41229) and one (1) controller (con416762) were not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed an intermittent decrease in power consumption and estimated flows on (B)(6) 2022 leading to the parameters below normal operating range. One (1) low flow alarm was logged on (B)(6) 2022. Additionally, log file analysis revealed two (2) controller power up events on (B)(6) 2022 at 13:01:09 and on (B)(6) 2022 at 20:02:37. Data logs prior to the losses of power were not available. The controller was without power for 12 minutes and 31 seconds, and 14 seconds respectively. The observed losses of power event are additional findings not related to the reported event. Log file analysis revealed that the controller in use during the reported event, con416762, contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections. Additionally, momen tary disconnections without leading to power switching events were recorded between the controller and batteries. Momentary disconnections will result in an audible tone or ¿beep.¿ some associated power sources had been lubricated prior to release. A power source lubrication procedure had been performed in accordance with the requirements under fsca cvg-18-q4-19 on two other power sources on 4-oct-2019. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported intermittent beeping event can be attributed to momentary disconnections between the controller and batteries due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial or lot#: con416762 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.